Event description:
Pt is status post ca right breast with mastectomy; radiation and chemo. Pt reconstructed in 2004 with 450 cc round saline implant by mentor. One month later, pt seen in office with infected right breast. The following day, pt underwent removal of right breast implant. Implant intact and good condition.